Event description:
The surgery occurred on (B)(6) 2025. The doctor had a patient receive normal 1-month post-op x-ray as part of routine follow-up. After reviewing the x-ray, the doctor noted the bottom screws were backing out and the cover was displaced. The pictures below show an x-ray intraoperatively after implantation during the initial surgery (left) and an x-ray at routine follow-up (right). A revision surgery was performed on (B)(6) 2026. The plate and screws were explanted and returned for review.

Manufacturer narrative:
No reports of patient noncompliance or intervening events were provided. Review of intraoperative lateral x-ray indicates the c6/7 interbody device was positioned anterior to the anterior cortex of the c6 vertebral body, and the plate was not flush with the c7 vertebral body. The c7 screw trajectory measured approximately 25 degrees caudally. Follow-up lateral x-ray demonstrates posterior subsidence of the c6/7 interbody device into the c6 vertebral body and anterior subsidence into the c7 vertebral body. The c7 screw trajectory on follow-up imaging appears approximately neutral within the vertebral body. The returned plate, cover and screws were evaluated. No evidence of fracture, deformation, or material/manufacturing defect was identified. The c7 locking cover was observed to be disengaged. Based on x-ray review and device evaluation, interbody subsidence is considered the likely contributing factor to screw translation. The change in screw orientation would be expected to increase loading at the locking interface, which is consistent with the observed disengagement of the c7 locking cover. A manufacturing or material defect was not identified. The device history record (DHR) for the subject lot was reviewed. All manufacturing and acceptance activities were completed as required, and no nonconformances or deviations related to the reported event were identified.